Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, using a fast-fix, after t1 was implanted, t2 could not be deployed, t1 was removed by suction. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1 is off the device but still attached by the suture. T2 is still on the needle but has been deployed almost to the tip of the needle. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation showed the actuator pushed the t2 off the tip of the needle and returned to the pre-t2 position. The actuator continued to cycle as intended. An evaluation of the customer provided images showed in (B)(4) a partial view of the device laying on the s+n box with the batch number of the complaint on the label. T1 is off the needle but still attached to the suture. T2 is still attached to the suture and on the needle but closer to the tip of the needle. Image (B)(4) is a close up of the needle end of the device. Affirmation of the t1 off the needle and t2 still on the needle but further down the channel toward the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.